Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient called the lvad clinician to report that the system controller was alarming while the patient was driving. The patient felt symptomatic and pulled over. The patient was not injured. The system controller gave instruction to connect to power, however the power was already connected. The patient jiggled the wires and the system controller started working again. The patient came to clinic to be evaluated. Driveline x-rays were taken and reviewed and did not show anything. The backup system controller is now the primary and a new system controller was issued to the patient. No additional information was provided.

Manufacturer narrative:
The reported event associated with atypical power cable disconnect alarms can be confirmed based on the information recorded in the system controller log file. The log file retrieved from the returned device confirmed atypical power cable disconnected alarm events that appear to be a result of battery gauge faults where the battery fuel gauge (rsoc) voltage values while the system was supported by battery power were as low as 0 volts. There were no atypical power cable disconnect events when the system controller was supported on the power module. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming all visual and audible alarms activated when they were induced. Electrical testing of the power cables did not reveal any short, severed, or conductor breakdown condition with the underlying wires. As a result, the root cause of the reported power cable disconnected alarms could not be correlated to the returned system controller. Based on the evaluation results, the reported atypical events could be related to the battery clips/14-volt batteries used at the time of the event or a connection issue with the batteries; however, the suspected components were not returned for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.